Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.50 x 12 mm nc traveler rx balloon dilatation catheter (bdc) was selected for the procedure. The bdc was removed from the from the dispenser hoop/coil with no resistance noted. During the attempt to advance the bdc on the unspecified guide wire, the proximal shaft (hypotube) kinked and then separated. The bdc was not used in the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed. The reported shaft separation and kink were confirmed. The reported difficulty positioning the device over the guide wire could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported kink and separation appear to be related to circumstances of the procedure as it is likely that the reported difficulty positioning the device over the guide wire contributed to the reported kink and separation. The investigation was unable to determine a conclusive cause for the reported difficulty positioning the device over the guide wire. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.